Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that after surgery, the patient experienced significant ghosting of her vision and general poor clarity. She also described some ovalisation of some letters, despite her residual post-op refraction being slight. She saw her optometrist a couple of weeks ago and possibly found some improvement when refracted, but unfortunately had only just picked up her specs and was not convinced so far that specs cure her issue. The patient felt she needed glasses for distance (despite the low refractive error) and reading (as she knew she would need them for reading). Her vision caused her severe headaches, especially from the ghosting around all objects. Looking at her refraction, the patient was symptomatic. Post operation, the right eye was at approximately 178 degrees (approximately 5 degrees out), despite the low residual refractive error. There are two medical reports associated with this patient. This file belongs to right eye. Additional information has been requested.